Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-02841. It was reported that one of the implanted leads had migrated. The issue was confirmed via x-rays. In turn, the patient underwent surgical intervention where the lead could not be re-threaded and was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.